Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. Product was being used to suture the stomach remnant to mesentery. The suture with the needle attached fell into the patient's cavity. Both the suture and needle were retrieved laparoscopically with a grasper. No x-ray was performed. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.